Event description:
The alaris IV pump infusion module infused the complete bottle of medication within a short period of time. The pump was set for a timed infusion and rate. The patient was in the emergency department being evaluated for chest pain and EKG changes. IV nitroglycerin was initiated via the pump and one dose change entered. While the patient was being transferred to the cardiac cath lab it was noticed that the bottle was empty.